Event description:
It was reported that the pump had error lec1230. There was no patient involvement as the event occurred during pre-testing.

Manufacturer narrative:
E1: address line 2: (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded and found no problems. Visual and functional tests were performed, which found that the rtc battery records over 1980 days, which is over limit. Also found that the pump records error code 1310. This error code was resolved at the time of investigation. The customer's problem was not confirmed. Preventive service and secondary repairs were done. The investigation was not able to determine the cause of the customer reported issue.